Event description:
The stapler was used on a pulmonary artery. Only one row of staples fired into artery. When the stapler was released, single staple line open and bleeding occurred. Clamps applied and estimated blood loss was 50 cc. New stapler used without difficulty.